Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that they've been trying to increase stim but have been unsuccessful because they noticed in april their symptoms came back, they started having mishaps, then in may, they had an unexpected episode in (B)(6) of sudden stim sensation so strong, they could not move or breathe, they could not walk, which lasted 10 minutes then went away. Pt said in june, they saw the doctor who took their managing hcp's place, in june, and told the doctor about the symptoms and unexpected stim and the doctor tried to use the 3037 but could not get it to work either. Pt said their doctor wants them to get the 3037 replaced to see if they get the same result with a replacement programmer. Patient services worked with pt to try replacing the batteries, try with and without the antenna and inspect the battery compartment, pt said the battery compartment looks fine. Pt reported poor communication that did not resolve. The issue was not resolved through troubleshooting. An email was sent to the repair department. Reviewed the potential for ins battery depletion and redirected to continue working with their doctor. The patient's relevant medical history included pt said prior to getting the interstim device they had radiation that burnt their intestines and they spent 10-17 hours every day in the shower. Pt said those symptoms have returned.